Event description:
It was reported that during implant, the header screw jammed in the header when the physician attempted to connect the leads. The device was not used and a different device was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the returned device was analyzed and no anomalies were found. (B)(4).